Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2012) is considered to be a best estimate. This emdr was submitted to represent the bard flat mesh (device #1). An additional supplemental emdr submitted to represent the bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2015 ¿ patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #1, #2). Per op notes, ¿the bard flat mesh (device #1) was sewn in place along the shelving border laterally and medially tacked to transversalis fascia, the second piece of bard flat mesh (device #2) was added to length of defect.¿ on (B)(6) 2015 ¿ patient had fluid collection in left groin thereby underwent incision and drainage of left groin wound. On (B)(6) 2015 ¿ patient was diagnosed with left groin abscess thereby underwent open repair with removal of meshes (device #1, #2). Per op notes, ¿there was some necrotic fat and incorporated mesh (device #1, #2) which were excised to its fullest extent.¿